Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of insulin flow blocked from the insulin pump. The customer's blood glucose reading was 15 mmol/l. The customer stated that she was at a wedding party and felt like her blood glucose was going higher. The customer stated that the pump alarmed no delivery. The customer will return the pump for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. The pump was received with a fading serial number label. The pump was received with minor scratches on the display window, case and keypad overlay.